Event description:
Caller reported that there was a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. The caller was informed about the replacement pump with updated software and the availability of training in their source account. The caller chose to use mdi as a backup therapy and was instructed on how to return the faulty pump using the pre-paid label provided. Tandem technical support ensured the shipping details were confirmed, and no signature was required for delivery.